Event description:
It was reported that the patient with a challenging anatomy presented in clinic for initial implant procedure on (B)(6) 2025. At first, the right ventricular (rv) leadless pacemakers (lp) exhibited difficult in positioning and slipped out of target implant site. Post fixation during procedure, it was then found that the rvlp exhibited high capture threshold, no current of injury and high pacing impedance. The rvlp was not implanted, and the procedure was abandoned with no device implanted due to patient's challenging anatomy. Patient condition was stable.